Manufacturer narrative:
Concomitant medical products; 8015;11448964; ICU medical bonded secondary set with a chemolock; (2) non bd connectors; therapy date (B)(6) 2018. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a secondary infusion of 525 ml of epoch chemo (etoposide, vincristine and doxorubicin) was programmed to infuse at 23 ml/hr for over 24 hours. The infusion was started at 1505 on (B)(6) 2018, however after approximately 15 hours at 0615 on (B)(6) the bag was unexpectedly empty and the device indicated there was 189.1 ml remaining to infuse. During this period, the pump alarmed for air-in-line twice between midnight and 0300. The primary infusion bag contained 250 ml of 0.9% nacl. There was no patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was neither confirmed nor replicated. The pcu event log contained no obvious programming errors that would result in the reported event. The pcu event log shows that the vtbi of the custom concentration secondary infusion of epoch-edv 3 in 1, running at 23ml/hr was changed to 539ml at 3:03 pm on (B)(6) 2018 and the infusion continued until 6:29 am on (B)(6) 2018. The device was then channeled off at 6:55 am. The volume recorded as being infused during this period for the secondary infusion was 352.858ml. During the infusion the device alarmed 4 times for air in line and the infusion was able to be restarted after each alarm. No errors were logged during the infusion. Functional testing performed found the pump module to be delivering fluid within specification. The starting/ending volume of the fluid container cannot be determined through device logs. The root cause of the reported overinfusion was not identified.

Event description:
The customer reported that a secondary infusion of 525ml of epoch chemo (etoposide, vincristine and doxorubicin) was programmed to infuse at 23ml/hr for over 24 hours. The infusion was started at 1505 on (B)(6) 2018, however after approximately 15 hours at 0615 on (B)(6) the bag was unexpectedly empty and the device indicated there was 189.1ml remaining to infuse. During this period, the pump alarmed for air-in-line twice between midnight and 0300. The primary infusion bag contained 250 ml of 0.9% nacl. There was no patient harm.

Manufacturer narrative:
The primary administration set was returned for investigation on 05/02/2019. There were no anomalies observed with the returned primary set and there were no leaks observed from the set. The silicone tubing of the set¿s pumping segment was found to be within specification.

Event description:
The customer reported that a secondary infusion of 525ml of epoch chemo (etoposide, vincristine and doxorubicin) was programmed to infuse at 23ml/hr for over 24 hours. The infusion was started at 1505 on (B)(6) 2018, however after approximately 15 hours at 0615 on (B)(6) the bag was unexpectedly empty and the device indicated there was 189.1ml remaining to infuse. During this period, the pump alarmed for air-in-line twice between midnight and 0300. The primary infusion bag contained 250 ml of 0.9% nacl. There was no patient harm.